Event description:
The patient reported: I started experiencing severe pain in my left back molar. I had my aligners on all day, so I didn't notice until I took them off just now that I have a huge hole in my tooth. It's chipped or broken. I'm not sure how or why, but I assume it's from clenching my jaw in my sleep with the new aligners on, possibly from the extra pressure. No evidence of a letter of recommendation on file, no evidence of a preexisting condition, and no additional information was reported.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.